Event description:
This case was reported by a lawyer via a tolling agreement and described the occurrence of nerve injury in a female patient who received poligrip (formulation unknown) for denture adhesion. A physician or other health care professional has not verified this report. On an unknown date, the patient started poligrip (dental). At an unknown time after starting poligrip, the patient experienced nerve injury. At the time of reporting, the outcome of the event was unknown. The following information was received on (B)(4) 2011, via fact sheets completed by the patient and/or the patient's representative and the reporting attorney. The patient used super poligrip original 3 to 4 times daily from (B)(6) 2005 to (B)(6) 2009, using one to one and a half 2.4-ounce tube(s) weekly, and fixodent for one week in (B)(6) 2005. The patient experienced numbness in the legs and feet, weakness, poor balance, difficulty making the legs move, inability to drive, poor reflexes, inability to walk far, inability to stand long, inability to sit long, feeling uncomfortable, high zinc, low copper, neuropathy in the legs and feet ((B)(6) 2007), progressive weakness with severe leg numbness in (B)(6) 2009, foot numbness, lower body weakness, and required use of a walker. This case was now considered medically significant by gsk.

Manufacturer narrative:
Super poligrip is manufactured in (B)(4), and neither the product nor lot number for this product is available. (B)(4).